Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/14/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. The "down" button was found to be intermittently responding. All other keypad buttons were found to be responding appropriately. The keypad was removed and contamination was observed under all of the button contacts.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that the down arrow button was sticking and taking multiple hard presses to elicit a response. The patient confirmed there was no damage to keypad. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is being made due to the keypad response.